Event description:
It was reported that a patient fell after having a safestep placed in him. We checked to see if the needle was still in his body, but it didn't appear to be there. However, they asked us to check to see if the needle tip was broken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken needle is confirmed and was determined to be use related. One 22 g safestep infusion set was returned for evaluation. An initial visual observation showed the needle of the infusion set was bent in two locations and broken midway down the shaft. A microscopic observation revealed the needle tip was present but curled inward on itself. Damage was observed on the plastic collar of the safety mechanism, and the break sites of the needle shaft were observed to exhibit evidence of shear damage with uneven edges, abrasions, and curving of the cannula leading up to the break. The evidence observed on the returned sample as well as the reported event indicate the needle shaft likely fractured due to a sudden strong force which caused the needle cannula to shear and break. This complaint will be recorded for future trending and monitoring purposes.